Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer loaded serveral new cartridges however the cartridge alarm kept recurring. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.there was no adverse impact to the customer¿s blood glucose level. Cts sent a replacement pump.